Event description:
It was reported that a power source alert occurred because the pump battery would not charge, even after attempting various troubleshooting steps with different adapters and cables. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support determined that the pump needed to be replaced, ensuring the customer would use an alternate insulin therapy method in the meantime.